Event description:
It was reported that during a dhhs non-displaced fracture procedure, the surgeon inserted the helix blade and found it tight to insert. The surgeon removed the outer part of the aiming arm off and tapped the blade lightly in 2 mm. The surgeon then went to insert the 130 degrees lcp sideplate and it would not advance. The surgeon tried to remove the plate and the blade came out with the plate as they were stuck together. The procedure was completed with a competitor's hardware. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The visual evaluation revealed the device was received with rub marks, dents, scratches, and rings around the shaft. Toward the hex end of the shaft, in two locations 180 degrees opposite of each other, there is extensive damage between the flats and on the edge of the hex slot. The part met all cosmetic and dimensional criteria at the time of its manufacture and release. All dimensional features verified were associated with the shaft portion of the part due to the direction of the complaint. The hex, hex position and perpendicularity were damaged features and could not be measured. Based on the returned device evaluation and the reported event, the cause is unable to be determined.